Event description:
It was reported that the patient was experiencing charging burden, and the implantable pulse generator (ipg) was heating when attempting to charge. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was discarded by the medical facility.